Manufacturer narrative:
(B)(4). Batch #: u5d709. (B)(4). Investigation summary: the analysis found that one psee60a device with anvil damage and bent. The manual override door was removed and the override lever was up which denotes that the knife was manually returned to home position. One damaged gst60b was received partially fired 1/2 and the cartridge deck and drivers were damaged by some hard object in the knife slit. The cartridge pan showed deformation and partially dislodged due to cartridge damages. One battery pack was received. In addition one metal piece was received, the returned metal piece was about 1.5cm x 2.5mm, it had deformation and scratches. The analyst found that it was the broken knife band of the device. The anvil of the actual device had reverse chamber and deformation of the knife slot in the middle area but the actual device was not found other damage in appearance. So the bailout system was reset and then, the actual device installed the test battery was tested for functionality in the straight position without a test reload. The analysis found the device was activated by pulling the firing trigger but the knife could be not advanced till the knock out position by knife blade indicator, so the device had some damage in firing mechanism. It was found the knife band on the device was broken. The knife return switch was worked as intended. Some cartridge shaves were found inside the jaw. The actual device could not attempt the firing test due to anvil damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the knife stopped moving forward with an unexpected sound during use. A part of the device was broken off. It was retrieved from the patient. The manual override lever was used to return the knife. The device was used duodenum. The target tissue was compressed before the firing and it was not very thick. Another device was used to complete the case. The procedure was not converted to open. The patient is stable. When the surgeon checked the video of the surgery, it was found the cartridge was not loaded into the jaw properly. There were no adverse consequences to the patient.